Manufacturer narrative:
(B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Major bleeding ia known potential clinical adverse events associated with vads as outlined in the IFU. Events related to major bleeding are multifactorial and are thought to be partially related to continuous, non-pulsatile flow, and age; anticoagulant therapy increases the risk of bleeding. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient presented to hospital on (B)(6) 2015 with complaints of nausea, vomiting, and dark, foul-smelling stools for 3-5 days. Patient was on aspirin and warfarin at event onset; anticoagulation was held on admission. Labs on admission: ptt 36.0 sec, pt 29.5 sec, inr 2.66, hematocrit 20.2%, hemoglobin 6.3 g/dl. Patient was transfused with 2 units prbcs on (B)(6) 2015. Gi consult on (B)(6) 2015 found no evidence of acute active gi bleeding, recommended continuation of ppi drip and egd; however, they felt that bleeding might have been self-limited. Egd was not performed. Patient was treated with esomeprazole 80 mg IV x1 on (B)(6) 2015 and IV esomeprazole drip at 8 mg/h from (B)(6) 2015. Patient was discharged on (B)(6) 2015. Labs at discharge: pt 21.3 sec, inr 1.90, hematocrit 25.8%, hemoglobin 7.6 g/dl. Patient was hospitalized again for epistaxis and dark, tarry stools from (B)(6) 2015. Labs on admission: ptt 46.3 sec, pt 29.6 sec, inr 2.67, hematocrit 33.5%, hemoglobin 10.1 g/dl. No transfusions during this admission. Gi consult on (B)(6) 2015 recommended IV ppi treatment and egd. Egd and push enteroscopy performed on (B)(6) 2015 found no evidence of bleeding. Patient was treated with esomeprazole 40 mg IV bid from (B)(6) 2015. Patient was discharged on (B)(6) 2015. Labs at discharge: ptt 36.8 sec, pt 24.5 sec, inr 2.20, hematocrit 30.3%, hemoglobin 9.0 g/dl. Patient was readmitted (B)(6) 2016 after presenting to gi specialist for a capsule endoscopy and being found to have a low h&h and dark, tarry stools. Labs on admission: ptt 33.9 sec, pt 36.6 sec, inr 3.32, hematocrit 26.1%, hemoglobin 7.4 g/dl. Patient was transfused with 2 units prbcs on (B)(6) 2016. Capsule endoscopy done on (B)(6) 2016 found fresh blood in stomach and proximal small bowel, possible avms in proximal small bowel, avms in mid-distal small bowel, and small nodule in proximal small bowel; recommended egd for possible therapy.

Manufacturer narrative:
Patient was hospitalized again for epistaxis and dark, tarry stools (B)(6) 2015, therefore this information will be submitted to another complaint. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Gi bleeding/av malformations, pericardial effusion/tamponade, platelet dysfunction and sensitivity to aspirin are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). After review of the available information there is no indication of any device malfunctions or performance issues impacting the event. The findings of avms and the patient's use of anticoagulation therapy were likely factors that could have contributed the reported gi bleeding. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
Patient was hospitalized again for epistaxis and dark, tarry stools (B)(6) 2015.